Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances noted in the DHR related to the reported event. The company service rep determined that the system switches back and forth from running on main power to running on battery power, when it is plugged into a mains ac power outlet source. When the batteries become depleted, the system shuts down. He replaced the power management board (part number 0670-000767) and the ac bulk inverter (part number 0014-00-0255). The replaced part are being returned to the manufacturing facility for evaluation. In an unrelated repair, the executive processor board (part number 0670-00-0770) was also replaced after it was observed that the clock time on the system fault logs was incorrect. A supplemental medwatch form will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp failed to charge the batteries. It was also reported that the iabp had shut down and the display went blank. The patient was switched to another iabp and therapy was continued. No patient injury was reported.